Event description:
It was reported that patient in with a failed screw and sideplate. Surgeon revised.

Manufacturer narrative:
Device will not be returned. If additional information is received, it will be reported on a supplemental report. Device not being returned.